Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) system displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the interrogation was successful. In the meantime, the patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, the product remains in service.